Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of memory noted no suspicious codes or resets. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
This report is being filed with analysis details.

Event description:
Additional information was received that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker battery had 5 months remaining and was just implanted in 2016. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption had been steadily increasing over the past year. A device replacement was recommended. No adverse patient effects were reported.